Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, when trying to remove the guidewire, it separated and uncoiled and could not be retrieved without losing the catheter in patient. They had to pull the catheter and guidewire out. There was no reported patient outcome.